Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. The s-ICD was emitting tones due to the presence of a bd code. At this time, no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported.